Manufacturer narrative:
Additional information provided. Manufacturing location: (B)(4); manufacturing date: june 13, 2018; expiration date: may 31, 2028; part: 04.037.142s; 11mm/130 deg ti cann tfna 170mm/left- sterile; lot: h662506 (sterile); lot quantity 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. Sterilization control number (scn) 15139 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed because the reported complaint condition of ¿misalignment¿ was not related to breakage of any component of the nail, therefore, device history record (DHR) review of the raw material(s) would not be relevant to the reported condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2018, a trochanteric femoral nail advanced (tfna) fenestrated screw seemed misaligned and was difficult to insert on an unknown insertion handle. During extraction, the screw came off the handle and the threads of the screw were stripped; debris was left in the patient. The surgeon left the metal threads in the patient. Procedure outcome and patient status are unknown. This report is for a titanium (ti) cannulated tfna nail. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3, h6: device history lot manufacturing location: monument manufacturing date: 13-jun-2018 expiration date: 31-may-2028 part number: 04.037.142s, 11mm/130 deg ti cann tfna 170mm/left- sterile lot number: h662506 (sterile) lot quantity (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed because the reported complaint condition of ¿misalignment¿ was not related to breakage of any component of the nail, therefore, DHR review of the raw material(s) would not be relevant to the reported condition. H3, h4, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
12/10/2018: updated event description: it was reported that on (B)(6) 2018, during an unknown surgery a trochanteric femoral nail advanced fenestrated screw seemed misaligned and was difficult to insert on a screw inserter. During extraction, the screw came off the handle and the threads of the screw was stripped and debris was left in the patient. The surgeon left the metal threads in the patient. It was unknown if was surgical delay. Procedure and patient outcome is unknown.